Manufacturer narrative:
Updated fields - b4, d9, g1, h1, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion) h11. It was reported that the cs300 intra aortic balloon pump (iabp) screen was out of sync. Patient not involved and no harm reported. A getinge field service engineer (fse) performed cleaning and deoxidation of the display spiral cable connector. Repair completed. Functional tests performed with positive results. The equipment was returned to the customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) screen not working. No harm to the patient.